Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 500mcg/ml, dose unknown, for intractable spasticity. The hcp suspected a pocket fill had occurred during a pump refill on (B)(6) 2015. During the initial access of the pump, the actual reservoir volume was 2.5ml. The hcp then injected 40ml, however, at some point then suspected a pocket fill. It was attempted to aspirate the drug and it was only possible to aspirate 20ml. The hcp was unsure if the needle was in the pump reservoir or subcutaneous tissue when the 20ml were aspirated, and subsequently they could not access the pump again as of the time of this report. The patient's pump was described as a "difficult stick". The patient was not experiencing any symptoms and it was planned to monitor the patient for signs of overdose. The patient's medical history includes multiple sclerosis. Follow-up was conducted to obtain all information relevant to the event.